Event description:
It was reported on medsun mandatory medwatch report (uf/importer report# (B)(4)) that the nurse stated the intravenous (IV) rate was adjusted as ordered, however, it was found by the surgeon to be infusing at a much higher rate, thus promoting and prolonging the patients' hypertensive state. There have been numerous complaints from staff and anesthesiologists regarding the difficulty of setting a drip-rate. It either runs in very quickly or is off. It is very difficult to regulate precisely. One physician says it seems like the tubing has a "memory" and that he begins to have difficulty regulating the drip rate as he moves the roller clamp up or down the tubing, and he is better able to regulate it. We have discussed the necessity for using IV pumps for patients for which fluid regulation is most critical. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
On february 6, 2017 ICU medical inc. Completed acquisition of the hospira infusion systems (his) business from pfizer inc. It is ICU medicals understanding that these reported 2008 events, complaint database information/records are not available to ICU medical. The archived records would have been processed per the applicable pfizer/hospira document retention & record destruction policies that were in place in 2008.